Event description:
A nurse reported that prior to a cataract extraction with intraocular lens implant procedure the footswitch cable was intermittent. There was no patient involvement. The nursing staff "jiggled" the cable and footswitch power was restored. The surgery was started and completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch cable. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).